Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer troubleshot with technical support. The customer performed a touchscreen calibration and the issue was addressed. The ventilator was returned to service.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement. Event date not specified; estimate used.